Manufacturer narrative:
No service was requested. The user facility contacted a third party service provider who reportedly checked and reinstalled the gas modules and nozzle units. The ventilator then worked according to specification. No parts were replaced. No ventilator logs were provided. Since the ventilator passed functional tests and no parts were replaced, the root cause of the generated alarms has not been determined.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).